Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support all pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with diffuse lamellar keratitis (dlk) in left eye. A brief description of the event said that patient had dlk in left eye vs tear film debris 2+. Surgeon increased steroids (predforte 1%) to every 2 hours in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and dlk resolved on (B)(6) 2016. Patient reported symptoms are not interfering with daily activities. Patient instructed to return to center immediately if worsens. Uncorrected visual acuity (ucva): right eye 20/25, left eye 20/20.